Event description:
Baxter australia reports a leak from the connection between the blue grip section and the white on/off grip section. Noted during use with no pt injury or medical intervention required.